Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for (B)(4) reference samples of lot 6003014: 1. Visual inspection as per (B)(4). (B)(6) (catheter doblado) / quality alert (kinked cannula) no damage or bent were found. 2. (B)(6), flow test on customer complaints ((B)(6)), version 10. 10 reference samples met the criteria of minimum 80ml/minute. Flow test values of reference samples: p1: 133 p6: 127. P2: 125 p7: 129. P3: 131 p8: 127. P4: 147 p9: 91. P5; 128 p10: 122.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced infusion set cannula bent events on 21-march-2024 after used of first day. Infusion set has been used for hours. High blood glucose level due to cannula bent. The insertion site was at abdomen. Blood glucose level was 350 mg/dl. Customer was admitted in hospital and emergency medical treatment was required due to any blood glucose value dka seizure or diabetic coma event. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.